Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.